Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the occurrence of system fault 101. Internal inspection of the pneumatic block revealed contamination in the flow sensor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 101 was due to the contamination within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). During a routine check of complaints records it was detected that a follow-up report is required for this complaint. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.